Manufacturer narrative:
A company representative (cr) assessed the system and did not indicate any issues with the system. The system met company specifications. Based on quality assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A surgical technician reported during the polish phase of phaco surgery the surgeon observed a small posterior capsule tear in two patients on the same day. Additional information requested.